Event description:
Customer reported seen elevated blood lead patient results with leadcare ii. Customer reported leadcare ii test results were not confirmed by laboratory (venous) testing. The number of elevated test results or values and kit lot numbers involved in the event have not been provided or made available to magellan at the time of the report. As part of troubleshooting conducted the designated leadcare ii representative (rpoc), the rpoc reported customer was using paper towels to dry patients' hands and was not wiping excess from capillary tube before plunging to tr tube as indicated in IFU. Rpoc provided re-training on (B)(6) 2026. Rpoc also reported battery corrosion in the leadcare analyzer in use, and noted batteries were not actively leaking, corrosion was white and dry and crusty. Rpoc removed batteries and instructed the customer to use either batteries or power cord, not both at the same time, as indicated in the user's manual. Rpoc ran controls while onsite and they were in range. At the time of this report all attempts by magellan's post market surveillance team to collect additional information about this event have been unsuccessful.